Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the black box showed call service 054/056 alarms followed by a ¿pump suspended¿ warning on (B)(6) 2011. The pump intermittently powered on to a blank display. Investigation found damage to the battery cap threads and a crack in the battery compartment. The battery cap was unable to secure properly to the pump. Testing was completed with a test battery cap. Investigation revealed a software corruption issue, resulting in the blank display. When the software was reloaded, the pump powered on normally to the verify screen. Unrelated to these issues, investigation revealed that the pump casing was cracked in the upper right corner of the display, the keypad cover was peeled off, and the contrast button contact was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap and battery compartment were damaged and there was contamination under the button contacts. Additionally, investigation revealed a corrupted software issue which resulted in a blank display. This report is made based on results of investigation completed on 11/19/2015.